Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used when inserting the button.

Event description:
On 6th january 2026, it was reported by an arthrex employee via email that for an ar-1588rtt2, fibertag® tightrope® ii implant, the rtt fibertag tightrope snapped at the button after the button had flipped on outer cortex. The surgeon went to dock in graft, and one tail gave way and was unable to tension that side. This was detected during a quads acl procedure on (B)(6) 2026. The procedure was completed successfully as a btb tightrope was used to recreate the tightrope as the tag was fine, only the locking mechanism had failed on one side.